Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional test including pressure test and clear passage tests were performed with no issues noted. The set was primed and no flow was not noted. The set worked according to requirements the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified quantity of clearlink system continu-flo solution sets. The no flow was observed first after received an occlusion alarm on an unspecified infusion pump. Troubleshooting was attempted by removing the set from the pump and attempting to run a gravity infusion; however, there was no flow through the set. The issue was resolve by changing the set and the central venous line (cvl) functioned properly. There was no patient injury or medical intervention associated with this event. No additional information is available.